Event description:
It was reported that that the patient experienced a scrotal hematoma after an ambicor penile prosthesis (app) implant surgery. The patient was hospitalized, and the event was resolved. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, following implant of this ambicor penile prosthesis (app), the patient experienced a scrotal hematoma. The patient was hospitalized, and a blake drain was inserted. The hematoma resolved and the drain was removed one day prior to hospital discharge. No further patient complications were reported.